Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2a44u, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the stimulation didn't feel the same and the patient's symptoms returned. Patient increase stim to 6.0 and wasn't able to feel stim. Patient said they haven't had any falls, trauma or change in activity. Reviewed how to change programs. Patient was able to change programs and increase stim to where the patient could feel stim. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient went through all 7 programs and they do not feel stimulation. They made an appt with their doctor for (B)(6) to have their device checked. They wanted to know if the rep had to be the additional information was received from a consumer and manufacturer representative. It was reported that patient said that saw representative, 2.5 weeks ago "a4" weeks before that. Patient said that at the first appointment, the rep ran an impedance test and said that 3 or the 4 "leads" are not working and will need to be replaced. Patient said at the most recent appointment they decided that patient would need to go back into surgery to replace and was told to call hcp office in a couple of days and he would speak to the doctor and provide information to start the authorization process. Patient said is upset and would like an email sent to representative with request to call patient and hcp office. Email was sent. On (B)(6) 2021 the patient called and reported she had the stimulator and lead replaced thursday. She said, the rep was supposed to call her two days after surgery and hasn't heard from him. Patient services sent an email to the rep to call patient back. The rep replied and reported that the patient has been contacted and is doing fine.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2a44u serial# implanted: (B)(6) 2020, explanted: (b)96) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative (rep, hcp). The rep reported that the lead pulled to pocket and was twisted. There was no sensation. Removed lead was twisted and pulled to pocket. Tines were visualized and intact when lead was removed. The issue was confirmed resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2a44u, implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that on 2021-jul-19 he became aware that upon discovery at surgical replacement the lead had twisted and broke. He device was discarded by the facility. The patient¿s device was removed entirely and replaced on (B)(6) 2021. No further complications were reported.